Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy. It was reported that while performing a cranial biopsy with use of an articulating arm, the site locked trajectory and the letter ¿p¿ in the word ¿point¿ was missing on the tip stop point in the lower portion of the system¿s screen. There was no delay to the case due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737. A medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The navigation system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. Fdm b01, fdr c10, and fdc d18 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.